Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's urinary symptoms returned earlier that morning. The patient also had a problem with their programmer that was resolved by changing the batteries. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v745893, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).